Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - sh device registry, patient site ID: site ID- (B)(6). It was reported that on (B)(6) 2026, a 15mm amplatzer septal occluder was implanted using a 8f amplatzer trevisio intravascular delivery system. On (B)(6) 2026, the patient reported having non-sustained ventricular tachycardia <30s. Medications were given to patient.